Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted on the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced a hypoglycemic event while being in an active sensor session. The patient was found unconscious by their mother. It was unknown how long the patient had been unconscious for. The patient¿s mother called a doctor, and when a fingerstick was taken the blood glucose reading was low (less than 40 mg/dl). The pump was detached and the patient was injected with 40 ml of glucose (most likely a glucagon injection). The patient regained consciousness and when a fingerstick was taken the blood glucose reading was 40 mg/d; 20 minutes later the blood glucose reading was 110 mg/dl, and 15 minutes after that the blood glucose reading was 79 mg/dl. An ambulance was called and the patient was brought to the hospital. The patient stayed in the hospital for one night for observation. No further medication was reported. It was noted after the event that the cgm reading was low (less than 40 mg/dl) 3 hours before the incident, but it was unclear how this was connected to the unknown time the patient lost consciousness. The parent assumes that an alert would have sounded and that the patient was unable to react accordingly. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.